Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had partial display and keypad anomaly. The customer¿s blood glucose level was 203 mg/dl at the time of the incident. Customer reports display was flashing. Customer stated that the buttons were unresponsive and then the screen started to flash. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Customer declined troubleshoot for high blood glucose. The device will be returned for analysis.

Manufacturer narrative:
Device received with blank flashing white display due to corroded electronic assemblies. Device received with corroded battery tube and corroded motor home switch. Unable to perform functional testing including rewind, prime or seating, basic occlusion test, force sensor test, occlusion test, self test, sleep current measurement, active current measurement or displacement test or verify missing segments or partial display and keypad unresponsive anomaly due to display anomaly.